Event description:
A report was received that the pt's system was explanted due to an infection. The pt's symptoms were discharge from the pocket incision site. The pt was prescribed oral and IV antibiotics.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.